Event description:
The manufacturer received information that there was a death reported or alleged to have occurred. There was no report of medical intervention. No additional information can be requested at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information that there was a death reported or alleged to have occurred. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were two error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.